Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, the stapler was not able to fire, the surgeon was able to press the green button and squeeze the handle. The product was replaced to complete the case. There was no patient injury.